Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported adverse local soft tissue reaction is considered to be under the scope of this recall. No further investigation is required.

Event description:
Plaintiff alleges the rejuvenate left hip implanted on (B)(6) 2011 was revised on (B)(6) 2020 due to corrosion with secondary adverse local soft tissue reaction.